Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, during the procedure, the balloon on the device ruptured. A piece of the balloon fell into the surgical cavity. The piece was removed without difficulty. No pt injury reported.